Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) would not charge the batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions event site phone number : (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the power management board was damaged. To fix the issue, the fse replaced the power management board (0670-00-1162e), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.